Manufacturer narrative:
Device returned for evaluation on 29 december, 2015. Evaluation narrative - the subject device, one service replacement powermax elite, part number 72200616s was received on december 29, 2015 and confirmed to be serial number (B)(4). A review of the device history records was performed and did not identify any deviations or non-conformances which would have contributed to the reported event. A review of the manufacturing records indicates the device was released to distribution on or about february 7, 2014 and had been in the field for approximately two years. A functional evaluation was performed using a d2 test control unit and presented a ¿motor stall¿ error message. A visual inspection identified internal corrosion of the motor and gearbox assembly preventing rotation of the assembly. Corrosion can be caused by fluid ingression over time from exposure to cleaning and sterilization. The root cause of this event, based on evidence, is most likely associated with internal corrosion of the motor and gearbox assembly which can result in additional current delivery from the control unit and generate excess heat. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
Report states that the mdu handpiece was used and it heated up more than usual. It reported to have caused a euro 2 coin sized burn hole in the patient drape, melted the plastic kidney dish and, eventually, burnt a nurse's thumb and index finger. There was no actual patient involvement reported.